Event description:
The customer reported to baxter a continu-flo solution set with 0.22 micron filter in which the y-site closest to the patient will "not pump, like it's a plugged port." Three sets were tried and all acted the same way. The condition was reported to have occurred during use. There was no patient injury or medical intervention associated with this event. This is report 1 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample was performed and the results were satisfactory; all components were present, in the right position and complete. The sample was also submitted for a slit visualization test, fluid path occlusion test, referee test, functional test, and an underwater leak test with all satisfactory results. A flow rate test of the millipore filter was also satisfactory. A batch review could not be performed as the lot number was not provided by the customer. The reported condition was not confirmed; therefore, the root cause of this condition was not identified.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.